Manufacturer narrative:
Correction to follow-up #2: date received by manufacturer (12/06/2019).

Event description:
It was reported that a patient in the nicu was initiated on a continuous insulin infusion at 0.6unit/kg/hour, followed by a bolus dose scheduled at 2130 from the same syringe pump. The event logs determined that the insulin stopped after the bolus dose was given instead of reverting back to the continuous infusion, and ceased to drip for 20 minutes. The facility had a soft maximum limit of 0.3unit/kg/hour. A programming error was thought to have occurred, and a duration of 20 minutes was entered instead of administering the insulin as a rapid bolus, which led to a 0.59 ml/hr rate and 0.2 ml vtbi. They further suspected that the rate for the infusion was somehow changed to the bolus dose rate (i.e. 0.15 units/kg/hr instead of 0.15 units/kg), which was a rate of 0.59ml/hour and left 0.2ml as the volume to be infused. The vtbi was changed to 0.2 ml, which led to the infusion stopping after 20 minutes. The infant was critically ill, and expired 4 days after the event. There was no information given regarding the cause of death, including whether the device had anything to do with the cause of the patient's demise.

Event description:
It was reported that a patient in the nicu was initiated on a continuous insulin infusion at 0.6unit/kg/hour, followed by a bolus dose scheduled at 2130 from the same syringe pump. The event logs determined that the insulin stopped after the bolus dose was given instead of reverting back to the continuous infusion, and ceased to drip for 20 minutes. The facility had a soft maximum limit of 0.3unit/kg/hour. A programming error was thought to have occurred, and a duration of 20 minutes was entered instead of administering the insulin as a rapid bolus, which led to a 0.59 ml/hr rate and 0.2 ml vtbi. They further suspected that the rate for the infusion was somehow changed to the bolus dose rate (i.e. 0.15 units/kg/hr instead of 0.15 units/kg), which was a rate of 0.59ml/hour and left 0.2ml as the volume to be infused. The vtbi was changed to 0.2 ml, which led to the infusion stopping after 20 minutes. The infant was critically ill, and expired 4 days after the event. There was no information given regarding the cause of death, including whether the device had anything to do with the cause of the patient's demise.

Manufacturer narrative:
Relevant medical history: premature, critically ill and had several health issues, requiring organ support. Although requested, race and ethnicity were not provided. The report that a device did not deliver a scheduled insulin bolus was confirmed. The pcu event log shows that syringe module s/n (B)(4) was programmed to infuse insulin (drugid 119) at 0.78ml/hr (dose=0.6unit/kg/hr) with a vtbi of 27.8287ml using a 30ml bd syringe with 27.8287ml detected at 3:14 pm on (B)(6) 2019 via remote IV request. The user started the infusion and selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.3unit/kg/hr. Proceed?¿ and the infusion started. At 9:28 pm, the user selected the syringe module and selected bolus. The user selected no to the guardrails warning ¿dose exceeds guardrails limit of 0.3unit/kg/hr. Proceed?¿ for the continuous infusion which requires the continuous infusion to be reprogrammed. Instead, the user selected bolus again and programmed a bolus of 0.15unit/kg (rate = 0.59ml/hr) and entered 20 minutes for the duration (vtbi = 0.195ml). The user started the bolus and selected yes to the guardrails warning ¿bolus dose administration rate (infuse at : ) is below guardrails limit of 0.1unit/kg/min. Proceed?¿ and the bolus started. The bolus completed after 20 minutes and the infusion stopped. The device was idle for approximately 35 minutes until 10:26 pm, when the user selected the device and changed the rate of the primary infusion to run at 0.78ml/hr. The user started the infusion and selected yes to the guardrails warning ¿dose exceeds guardrails limit of 0.3unit/kg/hr. Proceed?¿ at 10:50 pm, the device was channeled off. The volume recorded as being infused during this period was 5.3748ml. The rate for the continuous infusion was changed from the continuous rate to the bolus dose rate of 0.15unit/kg and the vtbi was changed to 0.2ml when the continuous infusion parameters were cleared when the user selected no to the guardrails warning at 9:28 pm. Since there was no longer a continuous infusion and only a bolus infusion active, the bolus infusion stopped when the entered duration of 20 minutes was reached. The root cause of the device not delivering a scheduled insulin bolus was identified as a programming issue.

Event description:
It was reported that a patient in the nicu was initiated on a continuous insulin infusion at 0.6unit/kg/hour, followed by a bolus dose scheduled at 2130 from the same syringe pump. The event logs determined that the insulin stopped after the bolus dose was given instead of reverting back to the continuous infusion, and ceased to drip for 20 minutes. The facility had a soft maximum limit of 0.3unit/kg/hour. A programming error was thought to have occurred, and a duration of 20 minutes was entered instead of administering the insulin as a rapid bolus, which led to a 0.59 ml/hr rate and 0.2 ml vtbi. They further suspected that the rate for the infusion was somehow changed to the bolus dose rate (i.e. 0.15 units/kg/hr instead of 0.15 units/kg), which was a rate of 0.59ml/hour and left 0.2ml as the volume to be infused. The vtbi was changed to 0.2 ml, which led to the infusion stopping after 20 minutes. The infant was critically ill, and expired 4 days after the event. There was no information given regarding the cause of death, including whether the device had anything to do with the cause of the patient's demise.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a device did not deliver a scheduled insulin bolus to a premature newborn in the nicu, and this is thought to be related to a programming error. The patient was scheduled to receive an insulin infusion at 0.6unit/kg/hour. The facility has a soft maximum limit of 0.3unit/kg/hour. The insulin ceased to drip for 20 minutes. After reviewing the event logs, it was reported that a bolus dose of insulin was programmed at 2130, and it¿s believed that the nurse programmed the infusion to occur over 20 minutes instead of as a rapid infusion. This caused the insulin to infuse at a rate of 0.59ml/hour and left 0.2ml to be infused. The patient expired days later, and the cause of death was not provided.